Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Hold taaron 6.7it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2022. During the procedure, the device would not deploy any bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.